Manufacturer narrative:
This report is submitted on april 30, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site, and was treated with an oral antibiotic on (B)(6) 2021, for 1 week. However, the infection could not be resolved, and was treated with a second round of an oral antibiotic on (B)(6) 2021, for 1 week. The implanted device remains.